Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 alleging that her one touch ultra 2 meter would not power on. The patient stopped testing on a regular basis a year ago due to the alleged issue with the meter and also because she was unable to afford the test strips penlet. A month after the alleged issue began, the patient was not feeling well and was sweating and getting tired. She contacted her physician who did not change her diabetes regimen of stagid 700 mg , 3x a day. The patient continued to eat her usual way and did not change her diet or lifestyle due to the alleged issue with the meter. The patient did not receive any further medical attention and did not self-treat due to the symptoms. While troubleshooting it was also noted that the meter did not power on by pressing the power button; however, powered on when inserting a test strip into the meter. Customer care advocate (cca) also noted that the patient had the meter miscoded. When a meter is miscoded, it may lead to false blood glucose readings. Products were requested back. The products were replaced and requested back for investigation. The complaint is being reported since the patient alleged that due to the alleged issue, she was unable to test and later developed symptom suggestive of a serious injury.